Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the fluid found during the patient's ipg explant was purulent and a sign of a bacterial infection. Antibiotics were administered and resolved the infection.

Manufacturer narrative:
The results / method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that leaked fluid was found following the patient's ipg explant surgery in 2017, (3006705815-2019-03180). The patient was hospitalized. Further information has been requested and has not yet been received.